Event description:
On (B) (6) 2009, patient reported he has been having issues with e4 (occlusion) alerts for the past several months. Patient stated his infusion device displayed an e4 (occlusion) while the infusion device was in use. Pt reported he has elevated blood glucose because of the occlusion errors. Pt stated his blood glucose is currently "300 and something." Pt reported he has not been able to treat the elevated blood glucose as he is currently at work and does not have any more infusion sets with him. Pt stated he does not use injection therapy. Pt reported tubing was last changed today about 5 different times as well as the site. He stated an occlusion error has occurred with each infusion set. Had pt disconnect from his infusion site and prime; it occluded. Had pt remove the infusion tubing and prime; it did not occlude. Pt did not have any more infusion sets with him. On follow up call about an hour and 37 minutes later, pt reported his normal blood glucose range is 80 - 130 mg/dl. Pt stated he has tested his blood glucose since the initial call and his reading has come down to 256 mg/dl. Pt reported the occlusion error was not lot number specific. He stated he had issues with other infusion sets from a different lot number. Pt reported in the past when he received occlusion errors he would tap on the infusion tubing which would usually allow the insulin to flow through. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.